Event description:
It was reported that during central processing, the maryland bipolar forceps had physical damage, it was found to be broken. There was no report of patient involvement. Intuitive surgical inc.(isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting broken maryland bipolar forceps instrument, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps was analyzed and found to have thermal damage on the bipolar yaw pulley. The instrument passed the electrical continuity. The instrument was placed on the in-house system and the energy test was performed. The instrument passed all energy delivery tests. The complaint regarding physical damage was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. This complaint is considered as reportable malfunction due to the following conclusion: the instrument was found to have thermal damage on the bipolar yaw pulley. Thermal damage is evidence of electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.